Event description:
Treatment of an aneurysm. It was reported that the proximal end of the pipeline did not open during deployment and a snare was used to retrieve the device. Another pipeline was then deployed and a balloon was required to open the proximal end. No patient injury reported.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as it was discarded and the other pipeline was implanted in the patient. Model# and lot# of other pipeline involved: model: fa-71500-30, lot: au11-084 - dom: 8/29/2011 - exp: 8/1/2014. (B)(4).